Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A thorough review could not be conducted as the lot number was not provided. The cage was not available for evaluation. Pictures provided shows signs of migration posteriorly. It was confirmed upon removal, the cage had not contracted at all, and was still at full expansion. It was reported the original placement of the cage was more posterior than normal, and only a final fluro shot was taken (none during cage implantation). The exact cause of the cage migration cannot be determined.

Event description:
It was reported to globus that a patient had a revision surgery to remove a caliber spacer three months post-op. The spacer was removed due to retropulsion/migration. The revision surgery was performed (B)(6) 2015.